Manufacturer narrative:
Date sent to the FDA: 02/26/2016. The actual sample was returned for evaluation. Visual and functional examinations revealed that the sample does not have any broken or damaged components that could have affected its function and no corrective action will be issued. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and reservoir was attached to a drain. During the procedure, it was possible that an air leak occurred. The reservoir was replaced with a like device. There were no adverse patient consequences reported.